Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported anesthesia workstation on site. The pressure sensor printed circuit board (pcb) was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned pressure sensor pcb has been tested in an anesthesia workstation. It failed the system check out with multi tests. It alarmed for a technical error indicating airway pressure sensor error during testing with a case. It was noticed a major drift (-10,25v) in the pressure sensor during testing its voltage during the zero pressure. It was noticed by checking the cavity of the sensor that there was particles inside it that led to the reported issue. The source and the type of particles are unknown. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during system check out.

Event description:
It was reported that the anesthesia workstation generated a technical error code indicating a pressure sensor error. There was no patient harm reported. Manufacturer's reference #: (B)(4).